Manufacturer narrative:
(B)(4).

Event description:
A physician expressed a concern that when prepping an euphora balloon there is a risk of the protective sleeve remaining on the balloon after the stylette is removed. It was reported that the 'plastic casing seems to stick on the balloon and you have to tug on it to get it off on occasion'. The concern was for the potential of deploying the balloon with the sleeve in place. Issue noted prior to use. No patient injury reported.